Event description:
During a patient use event, it was determined that the pads adhesive may not meet the contact surface area specifications. The patient did not survive.

Manufacturer narrative:
Updated investigation coding based on subsequent review of the case.

Event description:
During a patient use event, it was determined that the pads adhesive may not meet the contact surface area specifications. The patient did not survive.